Manufacturer narrative:
H10: the customer followed up with the remote service engineer (rse) and informed the rse that they had reconnected the user interface (ui) cable to resolve the issue. The customer reconnected the ui cable to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that they were unable to get into diagnostic mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that they were unable to get into diagnostic mode. The rse was informed that the biomed would attempt to open the user interface (ui) assembly and check the cable for the switch printed circuit board assembly (pcba). The biomed would verify if reconnecting the cable would resolve the issue. The rse provided the customer with the parts ID for the switch pcba and cable switch pcba.